Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).a

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, neuromuscular problems, vaginal scarring, emotional distress and a product problem. The patient underwent revision. Furthermore, it was reported that the plaintiff died. The causes of death reported were congestive heart failure, chronic obstructive pulmonary disease, chronic renal failure, and aortic stenosis. Related to MFR # 2183959-2015-00581, 2183959-2015-00583